Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break is confirmed as a needle to cuff miss/suture retrieval issue was observed. The difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Femoral angiogram was not performed. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary interventional procedure. A femoral angiogram was not performed. Reportedly, the suture broke. Two additional proglide devices were used and they would not insert into the artery as there was a kink in the devices at the marker port area. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.